Event description:
The customer reported that the autopulse platform (sn (B)(4)) displayed user advisory (ua) 17 (max motor on time exceeded during active operation) followed by ua18 (max take-up revolutions exceeded) messages during the patient call. No further information was provided. The patient's status information was requested, but the customer did not provide a response. The customer was unable to duplicate the uas, and the device will not be returned to zoll for evaluation.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.